Event description:
Customer alleged a patient fell out of bed and the bed exit alarm was set but did not alarm.

Manufacturer narrative:
The hill-rom technician found no problem with the bed exit. The local alarm worked for bed exit but the p379 cable was not plugged in to the wall to place bed exit via nurse call system. Patient went for x-rays with no injuries noted.